Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving hydromorphone: 20 mg/ml; 6.003 mg/day compounded baclofen 1500 mcg/ml; 450.2 mcg/day, clonidine: 333.3 mcg/ml; 100.03 mcg/day and bupivicaine: 30 mg/ml; 9.004 mg/day via an implantable pump. The lot number was unknown. It was unknown if the patient was taking other medications at the time of the event. The reporter was not sure what type of baclofen was in the pump; but did not think it was lioresal. It was believed the baclofen was compounded. Indication for use was intractable spasticity and other spasticity. Medical history was quadriplegic from an injury a "long time ago". The date of the event was (B)(6) 2016. It was reported a critical alarm occurred. The representative was contacted by the emergency department indicating there was an error code on the patient¿s personal therapy manager (ptm). Pump logs were checked and low battery reset; safe state occurred. There was no known cause for the low battery reset and safe state. On (B)(6) 2016 the patient experienced blood pressure changes, and had signs of withdrawal on (B)(6) 2016. The pump was replaced (B)(6) 2016. The patient¿s temperature was coming down after the pump replacement, therefore the withdrawal seemed to be resolving. Additional information received from an hcp via a company rep indicated a rotor study had not been performed and there was patient injury. The pump was in safe state and it was the rep's understanding that when the patient first went to the emergency room (ER) with what was likely baclofen underdose symptoms, the patient did not mention that he had a pump, so it was not discovered for some time. The rep was wondering if personal therapy manager (ptm) boluses would show on logs with pump that had reset. It was noted they would show on a ptm report, but not likely pump logs since the patient would see code due to reset condition and/or safe state. On 04/28/2016, additional information received from a rep indicated they were told this patient¿s pump went into premature safe state. As a result the patient went through severe baclofen withdraw. The pump was replaced the following day ((B)(6) 2016). Additionally, on 04/29/2016 information received from an hcp indicated the patient was receiving compounded baclofen and the drug therapy started ¿years ago¿ and was ¿ongoing¿. Medical history included quadriplegia since 1992 from motor vehicle accident (mva), spasticity, and status post lumbar spine surgery. The patient had allergies to reglan and sulfa. The pump logs provided showed the current pump settings examined at (B)(6) 2016 (last change (B)(6) 2016) that the patient was in minimum rate mode. The pump was in safe state on (B)(6) /2016 at 23:10 and low battery reset occurred (an alarm was heard). Additional information received reported that the patient¿s family heard alarms coming from the pump a ¿few days before (B)(6) 2016,¿ then went to the ER for the first time on (B)(6) 2016. The patient went to that ER twice before going to the hospital. The patient was ¿not feeling right¿, and was ¿feeling funny,¿ but the hcp from the ER said it was ¿probably high blood pressure.¿ the reporter thought the admitting diagnosis for the initial hospitalization was baclofen withdrawal, but was not sure. The patient had been to two ER¿s before the pump issues were determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
History: quadraplegia (since 1992 mva), spasticity, gerd, anxiety, depression, copd, and sleep apnea concomitant drugs: asa, enemeez, pws, cymbalta, neurontin, dilaudid, glucophage, prilosec, miralax.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review determined that information previously reported in manufacturer report # 3004209178-2016-09389 is also relevant to this MDR. The pump was replaced on (B)(6) 2016, and the patient went into the intensive care unit (ICU) where they started having seizures, 107 degree fever, and would go through periods of breathing and not breathing; therefore, they had to intubate the patient. The patient's temperature was coming down after the pump replacement; therefore, the withdrawal "seemed to be resolving." Additional information received from a company representative indicated the patient was not doing well, had been intubated and in the ICU since monday ((B)(6) 2016). The company representative was told by the healthcare professional the patient was expected to die soon. Additional information indicated that the patient had not made any improvements in the last 24-hours (since approximately (B)(6) 2016). Additional information received reported that the patient passed away on (B)(6) 2016. The cause of death was unknown, but was noted to be related to the device or therapy. The patient had still been in the hospital from the replacement surgery when they passed away.

Manufacturer narrative:
The pump and partial catheter were returned to the manufacturer. Analysis of the pump on 2017-aug-08 revealed high battery resistance. As per the pump¿s log, the following medications were being administered at a minimum dose rate as of (B)(6) 2016: hydromorphone with concentration 20.0 mg/ml at a dose rate of 0.120 mg/day, baclofen with concentration 1,500.0 mcg/ml at a dose rate of 9.0 mcg/day, clonidine with concentration 333.3 mcg/ml at a dose rate of 2.00 mcg/day, and bupivacaine with concentration 30.0 mg/ml at a dose rate of 0.180 mg/day. The previously applied conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.